Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure due to the device was not working for unknown reason. The ipp was implanted in 2014. All the components were removed and replaced with a new ipp. No information about the patient's outcome was provided.